Manufacturer narrative:
The balloon was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the report event cannot be determined.

Event description:
Olympus received a medwatch report which states that a second balloon used on the probe end of a bronchoscope was dislodged either during or immediately after the endobronchial ultrasound bronchoscopy (ebus) procedure. The probe was reinserted and the patient underwent a CT scan to ensure the balloon was not retained; however, this could not be confirmed. The staff also searched the or and the balloon could not be located. According to the medwatch report, the first balloon used failed the fluid integrity test due to a pinhole. The intended procedure was completed with the second balloon. There was no injury reported.